Event description:
Additional information found the patient had their system explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing pain at the ipg site. An x-ray was taken on (B)(6) 2020, and it was found that the lead had migrated, (see MFR# 3006705815-2020-01652 & MFR# 3006705815-2020-01653) and the anchor was now near the ipg site. It is unclear if the ipg site pain is due to this anchor, the depth of the implant, or is just residual post-op pain. Surgical intervention may take place at a later date to resolve the issue.